Event description:
It was reported that the product was contaminated. During the preparation of an ablation procedure to treat a supraventricular tachycardia (svt), a blazer ii htd temperature ablation catheter was noted to be contaminated, therefore, it was replaced. The procedure was completed successfully with a different device. No patient complications were reported. The patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the blazer ii htd temperature ablation catheter was returned for analysis. Overall visual inspection did not identify failures or evidence that could be lost due to decontamination process. The device does not have visual defects. Functional testing was performed and the catheter functional mechanism worked properly. No abnormal resistance was felt when actuating the device. Laboratory analysis was unable to confirm the reported clinical observation of contamination.